Event description:
This is a report of peritonitis caused by a patient making a mistake. The patient did not wash his hands before use and a sterile cloth was not used during the process. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin 1g/2liter every 3rd day (route not reported), fortum 1g/2liter (frequency and route not reported), and reflin 1g/2liter every day (route not reported) for peritonitis. The patient has recovered from the event of peritonitis.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was due to a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.